Event description:
On (B)(6) 2011, pt reported the check key and her arrow buttons on her infusion device are not working. Pt stated the rubber on the check button is peeling off. Pt reported, she has to press the button hard to get it to work. Pt stated, the check button has not been working for about 6 months. Pt reported, she switched to her backup infusion device. Pt stated, it feels as though the button is losing its connection on the inside. Pt reported, the arrow buttons on the side of the infusion device is also hard to push. Pt stated, it is not an issue like it is with the check button. Pt reported, she is still able to use them. No physiological effects were reported. The pt did not required assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.